Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an unspecified malfunction.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name), h6 (medical device ¿ problem code).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the machine, the reported failure was reproducible. The fse cleaned display connection contacts, performed adjustments and calibrations. The repair was completed all functional tests were performed with positive results.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9(device available for eval), d10, e2, e1(initial reporter, event site telephone), g3, g6, h2, h3, h6 (medical device ¿ problem code, health effect ¿ impact codes), h11. Updated malfunction information provided. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the image on the screen of cs300 intra-aortic balloon pump (iabp) was not decipherable (flickering). There was no patient involved.